Event description:
It was reported that an ilet user experienced an ¿unable to proceed¿ message during a supply change and rewind and requested a replacement with an upgrade to the color ilet. Symptoms included no reported adverse physiological effects. Outcomes included the user transitioning to backup diabetes therapy and receiving a replacement ilet with a charger. Investigation included customer service troubleshooting and review of device notifications. Investigation of this case revealed no device alerts were present and the issue persisted after removing and reseating supplies and performing a dry run. It was concluded that the device exhibited a malfunction during the supply change and rewind process, and a replacement was provided.